Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported that there was an "open book image on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, and it was explained that the error occurred while the insulin pump was performing safety checks. The customer will discontinue using the device, and the insulin pump will be returned for analysis.